Manufacturer narrative:
One 5fr glidesheath slender sheath and dilator were received for product evaluation. Visual inspection revealed damage on the sheath shaft. The sheath tip was accordioned at the distal end and the sheath was also prolapsed 84 mm from the sheath tip. The dilator was bent 130mm from the proximal end of the dilator. The dilator tip was observed under microscope and no damage or occlusions were seen on the tip. The dilator outer diameter measured at 0.069 inches which was within manufacturer specifications. A 0.021" guidewire was inserted into the dilator without issues or resistance. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely the damage was caused by high forces during insertion of the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number; UDI: unknown due to unknown lot number; implanted date: device was not implanted; explanted date: device was not explanted; device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo received a glidesheath slender device and upon inspection it was found to have sheath tip damage. Additional information was received on 01nov2019. The user facility reported that the procedure performed was a left heart catheterization. The patient was in stable condition. A new sheath was used to resolve the issue. Additional information was received on 14nov2019. The user facility reported that the dilator tip was not open, and the wire could not be threaded through it.